Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown and treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapies were ongoing. No additional information is available. This is report 3 of 3 involved in this peritonitis event.